Event description:
The customer reported that during pt use, an achieva ventilator stopped cycling. A manual resuscitator (ambu bag) was used but the pt expired. Info received as of this time indicated that the hospital's medical doctor does not believe the alleged ventilator malfunction resulted in the pt's demise. The device has not been returned to the manufacturer for evaluation. Efforts to retrieve the device are still ongoing. A follow up MDR will be submitted if additional info is received.